Event description:
The customer reported falsely low thyroid-stimulating hormone (tsh) result, below normal clinical range, for one pt, involving access 2 immunoassay system. Subsequent testing recovered result within the clinical range. The erroneous result was not released out of the laboratory. There was no report of pt injury or chang in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2010. The fse performed hardware verification testing. All system test results conformed to the MFR's performance specs. The serum sample was collected in a serum separation tube (sst) and centrifuged to 3,700 rpm (rotations per minute) for five minutes. The sample was aspirated from the primary collection tube for analysis. Quality control (qc) was within specs prior to the event. This reportable event was identified during a retrospective review of product complaints conducted from jan 01, 2008 through october 23, 2010 for add'l reportable events.